Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the surgeon revised patient in 2011 with a primary knee (zimmer). Patient's femoral component loosened, proceeded to a new ts femur with a zimmer femoral cone. No other info available per hospital protocol.